Event description:
The customer reported that their device would not shut off and showed an all white screen. The all white screen on this device indicates a device lock-up. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed user interface and system controller pcb assembly in the failure analysis center. The system controller pcb assembly was found to be the cause of the reported failure. No component cause could be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.